Event description:
Doctor reported the abutment screw fractured and was removed from implant.

Manufacturer narrative:
The complaint was confirmed by the complaints team member who received the product. The product associated with this event was misplaced in house and cannot be completed the investigation. The device history record review for the screw was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. A definitive root cause has not been determined.